Event description:
Subsequent to the previous medwatch report, the additional information was received: on (B)(6) 2019, the patient continued to experience worsening severe mitral regurgitation (mr). Torsemide medication was increased. On (B)(6) 2019, the patient was admitted to the hospital and surgical mitral valve replacement was performed. During the surgery, it was noted that both mitraclips were only partially attached to the leaflets. The event resolved without sequela.

Manufacturer narrative:
Patient codes: 1964 labeled 2206 labeled. Device codes: 4003 labeled. Internal file number - (B)(4). Correction: - device code 2993 removed; initial reporter name and address. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under another manufacturer report number.

Manufacturer narrative:
Internal file number - (B)(4). Corrections: MFR site - contact name; result code 213 removed. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported failure to adhere or bond (clips were only partially attached to the leaflets). The patient effects of mitral stenosis, worsening mitral regurgitation (mr) and heart failure was due to procedural conditions. Additionally, the reported hospitalization, surgical procedure and treatment of medication were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of mitral stenosis and worsening mitral regurgitation as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Per the physician the reported difficulties were unrelated to the mitraclip device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This report is filed due to an elevated mean mitral valve pressure gradient. It was reported that on (B)(6) 2019, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 4+. Two mitraclips were implanted without a device issue. The mr remained grade 4+; mean mitral valve gradient was 7mmhg. Post-procedure, the patient experienced a worsening of pre-existing congestive heart failure. IV lasix was provided as treatment and the event resolved. On (B)(6) 2019, the discharge echocardiogram showed mr grade 2+ and a mean mitral valve gradient of 5mmhg. The patient was discharged home. On (B)(6) 2019, the mr increased to grade 4+, mean mitral gradient was 6mmhg. Per physician, the post-procedure chf and increased mr, were both unrelated to the mitraclip device. Reportedly, the patient is feeling great. There was no reported tissue injury nor device malfunction. No additional information was provided regarding this issue.